Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. It was also reported that the customer experienced multiple occasions of high blood glucose (bg) levels between 250-400 (mg/dl). Correction injections were delivered to address bg levels. The site was changed to address occlusion alarms. Due to occlusions occurring in the past, troubleshooting to determine the source of the occlusion could not be performed. Recommendation was made to consult with a health care provider to discuss diabetes management.